Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device history record was unable to be reviewed for this device since the serial/lot number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, it was noted that the stent was stuck in the biopsy channel because the user tried to retrieve the stent via the biopsy channel. The stent was likely not retrieved during reprocessing post procedure and subsequently fell into the patient¿s body during the next procedure. However, the root cause could not be determined. The event can be detected/prevented by following the instructions for use (IFU) which state: ¿4.1 precautions, warning: do not retrieve the stent through the instrument channel of the endoscope. A stent or piece(s) of a stent may stay in the instrument channel or the suction channel of the endoscope even after reprocessing. It may cause incomplete reprocessing, and pose an infection control risk, cause equipment damage, or reduce performance.¿ ¿retrieval of the stent: caution: do not use the instrument that has been inserted into the endoscope. Instrument damage may occur. Do not collect the stent through the channel of the endoscope. Instrument damage may occur. To retrieve the stent, use grasping forceps fg-44nr-1 in accordance with its instruction manual.¿ olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a non-olympus stent was stuck in a duodenovideoscope during a therapeutic endoscopic retrograde cholangiopancreatography and then fell out into the next patient during a subsequent procedure. The stent was retrieved and the procedure was completed. It was reported that the endoscope was cleaned and a cycle was ran through the reprocessor prior to the event occurring. The was no reported effect on the outcome of the procedure and no report of infection or adverse effect on the patient due to the fallen stent.